Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3 not detected on the bus. A field service engineer (fse) re seated all associated cabling with no effect. So, the fse replaced the controller board and service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es blanes14 main drawer 3 failed. The user stated that the drawer would not lock and when attempted a recovery, the pyxis system indicated that the drawer required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.